Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was generating 'constant tones'. The device was explanted and returned to cpi for analysis.